Event description:
It was reported that during a scheduled vena cava filter retrieval procedure, guided fluoroscopy demonstrated a detached arm prior to the filter retrieval. A snare device was used to successfully capture and retrieve the filter; although, during the attempt to capture the detached arm with the snare device, the detached arm migrated to the pt's right atrium of the heart. A second attempt was made the following day to capture and retrieve the detached arm in the right atrium of the heart unsuccessfully. There are no plans at this time for an additional attempt to retrieve the detached arm in the right atrium. The pt was reported to be asymptomatic following the procedures.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.